Event description:
Boston scientific crm received information that this dextrus right ventricular lead was exhibiting no capture due to insulation damage. The patient's rate was in the 40's and she was dizzy and confused. The lead was removed from service and replaced without further incident. The lead was surgically abandoned and will not be returned for testing.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.